Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to "poly liner wear, patella osteoarthritis and pain" - (B)(6), pa-c. 12mm mpo explanted and replaced with 17mm mpo.